Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported by the MFR rep, who was present for the vns pt's surgery, that the reason for the surgery was due to a lead fracture that was visualized by the surgeon on x-rays taken in (B)(6) 2009. The MFR rep was not aware of the reason for surgery until the day that surgery occurred. The pt's chart noted that, in regards to the x-rays, a "discontinuity of vns lead-superior most aspect of lead overlying left first posterior rib demonstrates discontinuity". The device was not interrogated or tested on the date that surgery occurred. A new lead and generator were subsequently implanted. Good faith attempts to obtain additional info from the neurologist have been made, but no additional info has been received to date. The explanted lead and generator were discarded following removal and are therefore not available to be returned to MFR for analysis.